Event description:
A foley catheter split apart leaving partial tubing in patient. Doctor was able to remove catheter at bedside with no harm to the patient. The device was saved and a photo is attached of the split catheter. It will be returned to bard for failure analysis. Manufacturer response for catheter, retention type, balloon, bardex® lubri-sil® all-silicone foley catheter, (per site reporter). A complaint file was opened and return kit is being sent. We will return the device for failure analysis.